Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During the procedure, when a reverse blood flow was drawn with a syringe during farawave insertion, air appeared within the sheath from the valve side. The device was replaced and procedure was completed with no patient complications.